Manufacturer narrative:
(B)(4). Batch # r57r68. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with a sr55 cartridge reload loaded on the device. The cartridge reload was received unfired and with the swing tab in the locked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not fire. During the open gastric surgery, could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.